Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient experienced fluid leakage during use with a homechoice cassette set which resulted in peritonitis. It was reported a hole in the supply line was found. The patient was hospitalized for the peritonitis event. Treatment was not reported. Action with pd therapy was not reported. At the time of this report, the patient remained hospitalized and the outcome was reported as ¿stable right now¿. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: the device was received for evaluation (without the pouch). Visual inspection found damage on the tubing that was caused by an insect bite. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.